Event description:
The operator reported the front cover of the architect i2000sr processing module dropped hitting the head of the operator. The operator received basic checks in the ER and has since returned to work. No impact to patient management or further user safety was reported.

Manufacturer narrative:
Abbott field service (fs) investigated the issue on site and determined the top front cover hinges were the issue, and they were serviced. There have been no further reports of discrepant results since the fse site visit. A review of the architect sn# (B)(6) service history was not able to identify or confirm any additional likely causes. A review of historical data revealed no trends, systemic issues, or related nonconformances. A review of the immunoassay systems revealed found no systemic issues or trends for the issue associated with this ticket. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of labelling adequately addresses proper, safe operation and function of the architect i2000sr system. Based on the investigation no systemic issue or product deficiency was identified for the architect i2000sr analyzer.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The operator reported the front cover of the architect i2000sr processing module dropped hitting the head of the operator. The operator received basic checks in the ER and has since returned to work. No impact to patient management or further user safety was reported.